Event description:
It was reported that during a ptca/stent procedure on a circumflex artery, the guide wire tip separated. This occurred at the end of the procedure while removing the device. Attempts to retrieve the guide wire fragment, using a snare device, were unsuccessful. The pt underwent coronary artery bypass surgery and the guide wire fragment was removed at that time.